Event description:
It was reported that this pacemaker device was behaving in a manner consistent with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Device has been explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker device was behaving in a manner consistent with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Device has been explanted. No additional adverse patient effects were reported. Boston scientific received device and completed analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.